Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found a gasket located on the flange of the boiler had broken, allowing water to leak from the boiler. Further inspection also revealed one of the probes on the heating element was not working properly and required replacement. The technician replaced the gasket heating element. The contactor on the heating element was also replaced as a precautionary measure. A test cycle was performed; the unit was confirmed operational and returned to service.

Event description:
The user facility reported a water leak from an eagle sterilizer. Approximately five gallons of water leaked from the device. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.